Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The battery went from 47% in (B)(6) 2021 to 17% in (B)(6) 2021. A review of the device data by engineering confirmed that the power consumption was confirmed to be increasing in a gradual fashion. Premature battery depletion was confirmed and a replacement window time was discussed. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. The battery went from 47% in september 2021 to 17% in november 2021. A review of the device data by engineering confirmed that the power consumption was confirmed to be increasing in a gradual fashion. Premature battery depletion was confirmed and a replacement window time was discussed. The device was explanted and returned for analysis. No additional adverse patient effects were reported.